Event description:
It was reported by that the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 24 and 36 hours. The patient reported the pods cannula was found to be bent. In addition the patient reports the pod was leaking during wear. The patient reports having bleeding as well as bruising at the pod infusion site. The patient had contacted their physician and was advised to administer a manual injection of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.